Manufacturer narrative:
H3: one pump was returned for analysis in used condition. Visual inspection showed the pump was in good condition. Service history identified the complaint was not related to a previous service of the device within the review period. No issues were found in the event history log. The customer reported issue was confirmed by onboarding testing. The main printed circuit board (pcb) was replaced. Device was onboard tested and passed all performance verification tests.

Event description:
It was reported that the device had a non-stop primary audible alarm and was unable to clear. There was unknown patient involvement and unknown patient harm/adverse event reported.

Manufacturer narrative:
Investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional information becomes available.